Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a promus premier select ous mr 20 x 3.50mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts on the midsection in a lifted state. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 85% stenosed, 28mm in length, concentric target lesion was located in the mildly tortuous and mildly calcified, 3mm in diameter right coronary artery. The lesion contained >45 and <90 degrees bend. Following pre-dilation, a 20 x 3.50 promus premier select drug-eluting stent was advanced for treatment, but failed to cross the lesion. The procedure was completed with a different device. There were no patient complications reported. However, returned device analysis revealed stent damage.